Event description:
It was reported by the repair technician from (B)(6) that during an unspecified surgical procedure, it was discovered that the quick coupling device and modified trinkle ream attachment device did not retain the reamer device in place while being used together. It was further reported that the ream attachment was not working. During in-house engineering evaluation, it was observed that the ream attachment was frozen/would not move. It was further determined that the device failed pretest for check the free movement. It was reported that there was a five-minute delay to the surgical procedure. Spare devices were used to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant medical products and therapy dates: quick coupling device, reamer device; (B)(6) 2021. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initial reported condition of the device not being able to retain the reamer in place was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of the device being frozen/would not move identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (01)07611819978003(21)5013